Manufacturer narrative:
The affected device was examined onsite by technician and a broken internal battery was identified. Replacing the internal battery and the oxygen sensors remedied the issue and the device was returned to service. Neither a log file nor a detailed repair report was made available for further investigation at the manufacturer¿s site; however, based on the available information the reported issue could be verified: the affected device was manufactured in 2015. If the battery had never been replaced prior to the reported event, it was overaged, and its capacity might have been worn out. An overaged, worn out and/or deeply discharged internal battery will cause device restarts when in use with ac supply as the device periodically checks operation on internal battery for approximately 500ms. Ventilation continues with previous settings at the latest after 12 sec. When the ac supply is interrupted and no external battery is connected, a faulty or completely discharged internal battery will cause a device shut down. If device shuts down, an acoustical power supply failure alarm is generated for at least 2 minutes. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. According to the instructions for use, the internal battery has to be checked prior to every use and has to be replaced every two years. Additionally, the device continuously monitors the state and the function of internal components and software modules. If a deviation e.g. Regarding the oxygen measurement is detected, an acoustical and visual alarm is generated. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device unnormally restarted. There were no patient health consequences reported.